Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The gas inlet valve was replaced.

Event description:
The hospital reported the unit was alarming for high pressure. There was no report of patient involvement.